Event description:
It was reported that the 9900 system would not x-ray and had poor image quality. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube, high voltage tank, batteries, and snubber board were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.